Manufacturer narrative:
Product analysis: at analysis the reason for return was confirmed, both of the connectors were cracked. It was additionally noted that the hanger assembly was broken. The connectors and hanger assembly were replaced. The firmware was updated, the main board was calibrated and repositioned and the device passed all tests with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's connector was broken. The generator was returned for service. There was no patient involvement.